Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. Upon evaluation, it was noted that the shaft was bent. The implant and suture were not returned. Functional testing was not conducted due to damage to the device. The most likely cause of this condition is the excessive force used to pry and/or leverage the device.

Event description:
It was reported that during a collarbone stabilization surgery while running the sutures the suture of the device tore. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.